Manufacturer narrative:
(B)(4). Eval, results/conclusions: graft occlusion. Mild calcification and mild tortuosity.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The aortic neck goes from 21-24 mm in diameter over 21 mm in length. The vessel morphology was reported as mild calcification and mild tortuosity in the iliac limbs and 10 degree angulation in the aortic neck. It was reported that after the bifurcated stent graft was deployed (the limbs were not crossed) the angiogram demonstrated that the unsupported area of the bifurcated stent graft was kinked. The physician elected to intervene by implanting a bard luminx 14x60 bare metal stent at the location of the kink in the talent stent graft and that resolved the kink. The angiogram also revealed that there was a distal type I endoleak on the contralateral extension. The physician ballooned the distal endoleak however, the type I endoleak was not completely resolved. The pt will be monitored. No additional clinical sequelae were reported, and the pt is fine.